Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima opcab stabilizer arm could not be tightened when the knob was turned. It was reported that this condition was noticed when the device was removed from the package. A replacement device was used to complete the procedure. The hospital reported a slight delay in the case. The hospital did not report any patient effects.

Manufacturer narrative:
The ultima device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformities which may have contributed to the reported event. A functional test was performed on the device to test for mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer arm and knob were tested for position when the knob was turned clockwise. No nonconformities were observed during the functional testing. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).